Manufacturer narrative:
The event of "collected fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side rupture" "collected fluid" "nodule" "pain" "breast deformity, and aches in armpit."

Event description:
Patient reported "right side rupture" "collected fluid" "nodule" "pain" "breast deformity, and aches in armpit." Device remains implanted.